Event description:
It was reported in the service report that the fowler release handle was damaged and the safety lock extension springs were missing. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - fowler release handle.